Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00768. Additional information received stated that the patient underwent a hip surgery and afterwards began to experience ineffective stimulation.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00768. Additional information received indicated surgical intervention was undertaken and both leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00768. It was reported the patient is experiencing ineffective stimulation due to the leads having migrated. Reprogramming was unable to provide effective therapy. Surgical intervention may take place at a later date.